Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received instructions from the support team to reset the pump and was assisted with the process. The customer planned to load the cartridge and resume deliveries independently. The malfunction code did not recur after the reset, and the customer was advised to contact support if the issue reappeared.